Manufacturer narrative:
No batch review is available as the references and lot numbers are unknown. Conclusions: aseptic loosening is a possible literature-described adverse event after primary hip arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.

Event description:
On (B)(6) 2021, the patient was enrolled in the amis clinical trial and underwent primary surgery on(B)(6) 2023, the patient reported a sudden change in the hip, and prosthetic stem loosening was identified. On (B)(6) 2024, the surgeon revised the cup and the stem.

Manufacturer narrative:
Batch review performed on 10 dec 2025: lot 142341: (B)(4) items manufactured and released on 11 july 2014. Expiration date: 31 may 2019. No anomalies found related to the problem. To date, no similar events have been reported on the same lot during the period of review. Conclusion: although the root cause is unknown, aseptic loosening is a possible literature-described adverse event after primary hip arthroplasties and causes are often unknown and there is no indication that any potential issue with the device may have caused or contributed to this specific occurrence.